Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 5.2 mmol/l at the time of the incident. The customer also reported that they had received compromised force sensor system alarm and insulin pump turned off suddenly and received a beep. The customer reported that they were stuck at the "rewind complete, place and lock reservoir ¿error. The customer stated that they were unsure about drive support cap was flush or protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.